Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger snapped during the flush. Lot #'s 1810252, and 1901249, and 1812241 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "syringe plunger snapped when flushing. No issue with the line that was in the patient (ie was not pushing the syringe plunger hard. Doctor also double checked that he didn't do something wrong i.e that it was user error. Was able to insert contrast into the line normally with three other syringes after the fact. Unable to establish exact lot number but the three lots on the complaint were the ones present in the theatre."

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality engineer for investigation. Through inspection of the photo, the plunger is observed to be broken. A device history review was performed for suspected lots 1810252, 1901249 and 1812241. Retained samples of each potential lot were used for further evaluation. The product was inspected and found no damage or molding defect in any of the product. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1810252, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-19. Medical device lot #: 1901249, medical device expiration date: 2023-12-31, device manufacture date: 2019-01-14. Medical device lot #: 1812241, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger snapped during the flush. Lot #'s 1810252, and 1901249, and 1812241 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "syringe plunger snapped when flushing. No issue with the line that was in the patient (ie was not pushing the syringe plunger hard. Doctor also double checked that he didn't do something wrong i.e that it was user error. Was able to insert contrast into the line normally with three other syringes after the fact. Unable to establish exact lot number but the three lots on the complaint were the ones present in the theatre."